Manufacturer narrative:
An event regarding revision due to degenerative arthritis involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. The following devices were also listed in this report: triathlon symmetric x3 patella; cat# 5550-g-319; lot# e5l2; triathlon prim cem fxd bplt #5; cat# 5520b500; lot# s4jcm; triathlon ps fem component, cemented; cat# 5515-f-402; lot# dmuj; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Conclusions: the information in this report was provided by stryker orthopaedics legal affairs department. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that allegedly the patient was revised due to "degenerative arthritis, right knee".

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "degenerative arthritis, right knee". Update 03 july 2019 - conclusion of medial review confirmed ; review of these records confirm revision surgery for aseptic loosening of a primary cemented tka tibial baseplate.

Manufacturer narrative:
An event regarding revision due to degenerative arthritis involving a triathlon baseplate was reported. The event was not confirmed. However, a review of the medical records provided by a clinician confirmed baseplate loosening. Method & results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated:review of these records confirm revision. Surgery for aseptic loosening of a primary cemented tka tibial baseplate. The root cause for the aseptic loosening could not be determined as no imaging or orthopedic. Office notes temporally related to the revision were available for review. The bone loss ¿under the anterior flange and centrally around the condyles¿ is most likely related to bone removed in notching the anterior cortex and unrelated to the aseptic loosening of the tibia. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: review of these records confirm revision surgery for aseptic loosening of a primary cemented tka tibial baseplate. The root cause for the aseptic loosening could not be determined as no imaging or orthopedic office notes temporally related to the revision were available for review. The bone loss ¿under the anterior flange and centrally around the condyles¿ is most likely related to bone removed in notching the anterior cortex and unrelated to the aseptic loosening of the tibia. The exact cause of the event could not be determined because insufficient information was provided. Additional information including imaging or orthopedic office notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.